Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ffr comet pressure wire in one piece with the radio-frequency identification (rfid) cable connected. The tip, device shaft and the sensor port were examined for damage or any irregularities. The device showed two kinks. The first kink was located at 108cm from the tip and the second kink was located 138cm from the tip. There was some coating that was peeling off the wire at the 138cm location. The tip showed a bend and a kink. The sensor port was clear of any material. The pressure wire was connected to the test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 23-apr-2018. It was reported that the guidewire was difficult to shape. A 185cm comet guidewire was selected for use. The physician was trying to shape the wire before the procedure and was unable to get a satisfactory shape. The procedure was completed using another of the same device. There were no patient complications. However, returned device analysis revealed coating had peeled.